Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber broke and the debris shield had to be replaced. The procedure was completed and there were no patient complications reported.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the fiber broke and the debris shield had to be replaced. The procedure was completed and there were no patient complications reported.